Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump alarmed with unknown alarms and then had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was exercising and was hot and sweaty. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor. No blank display noted during testing.